Event description:
Consumer called to report inaccuracies with his meter. He got a high (hi) reading on his meter, bolused according to the reading and wound up in the ER with low blood sugar reaction.